Event description:
It was reported that bd maxzero pressure rated extension set had connection issues. The following information was received by the initial reporter with the following verbatim: this is a report about clog in catheter lumen. According to the customer¿s report, a clog occurred in the catheter lumen before use. Contaminated with blood.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.